Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead may have been moved by the surgeons at a previous surgical procedure. After this mentioned procedure, the lead showed high pacing thresholds. As the patient is dependent, the physician elected to change to a new rv lead. The old device was explanted and replaced for a new bi ventricular pacemaker. No additional adverse patient effects were reported.